Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. It was noted that last year the battery level was at two years but at the time of the call the device had passed its elective replacement indicator (eri). Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. It was noted that last year the battery level was at two years but at the time of the call the device had passed its elective replacement indicator (eri). Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion. It was noted that last year the battery level was at two years but at the time of the call the device had passed its elective replacement indicator (eri). Device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis. Device was not returned for analysis, conclusion code no problem detected is not impactful enough to require a supplemental report. This event was previously reported. See MFR. Report # 2124215-2024-63563.